Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient was experiencing blood pressure issues during a routine hemodialysis treatment. Due to the amount of time spent troubleshooting the issue, the circuit clotted preventing rinseback of the patient's blood. An estimated 190cc blood loss occurred. No medical intervention was required as a result of the blood pressure issues or the blood loss event.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not perform rinseback in a timely manner. The circuit clotted during the time the patient called facility staff regarding blood pressure issues. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.